Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® serum/ cat plus blood collection tubes there was an issue with whole tube push off. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes.

Manufacturer narrative:
H.6. Investigation: bd received samples and a video from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® serum/ cat plus blood collection tubes there was an issue with whole tube push off. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes.